Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the polymer extrusion found inner and outer polymer extrusion bunching distal of the bi-component bond, port bond stretching for 8 mm and polymer extrusion kinks along the entire length of the polymer extrusion proximal to the bi component bond. An attempt was made to load the device onto a 0.014¿¿ guidewire however the guidewire failed to load into the tip or guidewire exchange port due to the polymer extrusion damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08643. It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). After a 0.014 guide wire was advanced to cross the lesion, a 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the guide wire. Subsequently, the guide wire became stuck into the wire lumen. The device was removed with snare catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08643. It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery (lad). After a 0.014 guide wire was advanced to cross the lesion, a 3.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the guide wire. Subsequently, the guide wire became stuck into the wire lumen. The device was removed with snare catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.